Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that on (B)(6) 2021, patient's cadd legacy pump exhibited some type of alarm unknown if patient received too little or too much of the remodulin. But shortly after, the patient experienced a syncopal episode which was followed by a fall where patient hit her head and injured her tailbone. The physician's office recommended that the patient go to the emergency room, but it was unknown if the patient did so.